Manufacturer narrative:
(B)(4). Date sent: 8/29/2016. Batch # unk no lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: what color cartridge was used on the mesoappendix and stump? Does the user wait 15 seconds prior to firing the device? Was there any device issue during the initial procedure? Were there any issues with staple formation in the initial procedure? Were there any issues with staple formation in the re-operation? What was done the in second procedure?

Event description:
It was reported that the device was used for a routine laparoscopic appendectomy and the case went well. The next day, while on rounds, the surgeon noticed the patient's hemoglobin was down and ordered an abdominal ultrasound; which showed free fluid in the abdomen. The surgeon performed exploratory surgery and found bleeding at the staple line. The patient is now doing well.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: I am filing a complaint about an instrument failure that resulted in a post-operative bleeding complication that has posed a very distressing situation for me and my patient. Thankfully, the patient is doing well now. On (B)(6) 2016, I performed a routine laparoscopic appendectomy using the ethicon etx-fiexible endoscopic articulating cutter/stapler, a device that I have used in the past without difficulties or problems for laparoscopic appendectomy. The case went well, I checked for anastomotic bleeding and port site bleeding as per my routine. Blood loss at the time of surgery was about 5-10 cc's. On the morning of post op day one, while making rounds, I noticed that her hemoglobin dropped from 13gm down to 9.4gm. At the time, I thought that this may be a result of a "dilutional" effect due to aggressive IV fluids she had gotten in ER,or and postoperatively. Her weight was up several pounds and she was quite puffy and complained of hand, leg and feet swelling. I ordered a diuretic to remove the excess water. Though she had a large diuresis of about 400-500 cc's of urine, her hemoglobin continued to fall. One would expect the hemoglobin to remain the same or go up after diuretic use since excess water is being removed from the vascular and extravascular spaces. Her vital signs remained stable throughout the day, though she had a very mild tachycardia (100-104 bpm). After getting the repeat-cbc back at 3:30pm, that showed another drop in her hemoglobin, I immediately ordered an abdominal ultrasound which showed free fluid in the abdomen. I promptly scheduled her for exploratory surgery where I found her to be bleeding at the anastomotic staple line of the resected appendix. There was a small, almost imperceptible, slow "pumper" in the midst of the staple line between two rows of staples on the cecum where the appendix had been removed. Simply put, the staple line had a bleeding vessel. I took the patient back to surgery a day later for bleeding. I applied hemoclips along the staple line to stop the bleeding.